Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system (sds) advanced and resistance was met with the highly tortuous, heavily calcified anatomy resulting in the reported failure to advance. During removal, interaction with the guiding catheter resulted in the reported stent bunching/shortened thus resulting in the reported difficulty to remove and ultimately resulted in the reported stent dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.5x38mm xience alpine stent delivery system (sds) was unable to cross the highly tortuous left anterior descending, heavily calcified lesion due to anatomy. During sds removal, resistance was met at the guide catheter and the stent bunched and dislodged from the delivery system. The dislodged stent remained at the lad lesion site and a non-compliant balloon catheter crushed the dislodged stent against the lad lesion. Additionally, another stent was implanted, crushing the dislodged stent against the vessel wall. Good results were noted. The patient tolerated the procedure well and is in stable condition. Reportedly, the patient experienced no clinical symptoms. There was no additional information provided regarding this device issue.